Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in hong kong as follows: it was reported that two pieces of screws were found in the package instead of ne piece. There was no patient involvement reported. This report is for one (1) 2.4mm ti va locking screw stardrive 16mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument. Manufacturing date: 09 november 2021, part: 04.210.116, 2.4mm ti va locking screw stardrive 16mm, lot: 495p476 (non-sterile). Four pieces were scrapped at flow inspect/pack, for surface finish-dings/scratches. A 3-piece under count variance was also recorded at this operation. Production order traveler met all inspection acceptance criteria apart from the 7 pieces noted. Inspection sheet, mill shaft thread / head thread / flute met all inspection acceptance criteria aside from the 4 pieces noted. Packaging label log (pll) was reviewed and determined to be conforming. A total of 240 labels were printed, 233 labels were used on product, 1 label was used on the pll, and 6 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿2 pieces found in package instead of 1¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis revealed that a quantity of two va lockscr ø2.4 self-tap l16 tan pieces were contained within the sealed packaging. The package was sealed with no damage to the packaging. Visual analysis of the returned sample revealed that a quantity of two va lockscr ø2.4 self-tap l16 tan pieces were contained within the sealed packaging. The package was sealed with no damage to the packaging. Per the complaint and photographic evidence, the complaint was confirmed as a non-sterile package with the wrong quantity of pieces within the package. The affected part was manufactured at the jabil monument site. The affected part was not returned to jabil monument, and the condition was confirmed based on the photographs provided. Relevant actions have been taken to address the issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the va lockscr ø2.4 self-tap l16 tan. The root cause of the complaint condition can be confirmed due to the manufacturing issue. Based on the investigation findings, a potential cause can be attributed to the manufacturing process. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed -va-verriegschr ø2.4 s-schn l16 tan, va lockscr ø2.4 self-tap l16 tan. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.